Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. The device was received loaded with a fully fired single-use loading unit (sulu). A malformed staple was received in a container. Microscopic evaluation of the sulu noted two pusher fingers were damaged. The malformed staple corresponded to one of the damaged pusher finger. The sulu was reset. The jaw closes smoothly. The pin slide advances fully. The handle actuates smoothly into pre-clamped and clamped position. The jaw opens, handle unlocks, and pin slide retracts when black release button is depressed. The instrument and sulu were cycled with acceptable results. The photo depicts the malformed clip in a container. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lobectomy procedure, the stapler had a poor staple formation. The user fired a stapler and one of the staples looked malformed. Over sewing was done to resolve the issue and complete the case. There was no patient injury.